Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unprogrammed bolus in history when he had low blood glucose. Customer's blood glucose was 59 mg/dl. Customer mentioned there was a delivery anomaly. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.